Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there were no abnormalities. Functionally, the gas gauge file for the battery was evaluated and the cfet permanent failure status was tripped. The battery board components were evaluated and the c26 capacitor was found to be shorted. It was reported that the handle does not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, after it was removed from being charged, the device would not power on. The issue appeared to happen with other handles intermittently as well. There was no patient involved. Medtronic¿s initial evaluation of the incident device found the battery data was taken from the handle and the cfet (charge field-effect transistor) permanent failure was tripped.